Manufacturer narrative:
Significant reduction of endothelial cell counting or significant endothelial cell loss. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The patient reported that a visian implantable collamer lens was implanted in her eye in hong kong and now "corneal cells are depleting". The patient currently lives in the united kingdom and is "under the care of an ophthalmologist who is monitoring the corneal cell loss". Information received from the ophthalmologist who is monitoring the patient stated that on (B)(6) of 2015 significant reduction of endothelial cell counting or significant endothelial cell loss was observed in the left eye (os). No surgical intervention has been performed and the lens remains implanted.

Manufacturer narrative:
Outcomes attributed to adverse event: it is corrected to "other serious (important medical events)" (B)(4)